Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee cartilage surgery the metal plate fell out. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.

Event description:
Update dw 02-jun-2025: further information was provided that the metal plate from the blue oats punch, which is twisted out to insert the harvested cartilage, fell out during the twisting process and was recovered out of the patient.